Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's mother reported a hospitalization for high blood glucose on (B)(6) 2014. Customer received her insulin pump right before going to band camp. At camp she was having lots of lows, so she called the doctor. The doctor recommended she change her diet, but did not adjust the settings. The next day, customer was in a wave pool and her sensor fell out. Customer's mother stated that without the sensor, customer was not aware that she her blood glucose was high. She was not feeling well and went to the emergency room. Her blood glucose was 496 mg/dl when admitted. She had high blood glucose and experienced dehydration, but there were no ketones. Customer was treated with fluids and released the same day. Nothing further reported.